Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device had been used without replacing the filters from the delivery. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. There was no tear or damage to the appearance of the gas filter and air filter. When the appearance of the water filter was checked, the light brown colored foreign material was found. As a result of component analysis, it seemed that the foreign material was iron oxide. As for the origin of the foreign material, there was a possibility of iron contained in tap water and iron rust in water pipe. The oer-4 instruction manual states that the filter needs to be replaced regularly. However, it was considered that the user did not follow the instruction.